Manufacturer narrative:
It was reported that the patient underwent a robotic assisted total laparoscopic hysterectomy on (B)(6) 2011 with uterosacral ligament suspension and a 20 week (144g) fibroid was removed and mesh was utilized. Patient underwent several rounds of chemotherapy and hormonal therapy beginning (B)(6) 2014. On (B)(6) 2015 patient had a resection of intra-abdominal, pelvic smooth muscle tumor and a right colectomy. It was reported patient had skeletonization of right ureter, dissection of rectum, bladder, vaginal cuff, right lower abdominal wall and allied diseases. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/09/2015. (B)(4). The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on an unspecified date and an unk morcellex device was utilized. It was reported that the patient experienced an unspecified adverse event. No additional information was provided.